Manufacturer narrative:
The device was discarded at the hospital. No needles were available to send in for investigation.

Event description:
A medtronic rep reported that during a frameless stereotactic biopsy case, the trackers on the passive biopsy needle was sliding up and down on the shaft. The medtronic rep reported that the site had to open a second biopsy needle to resolve the issue. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the pt outcome.